Event description:
Procedure performed: laparoscopic gastric sleeve. Event description:, hospital:, "the doctor was applying the clip on the staple line after stapler was used to cut the stomach. The clip was not loaded between the jaws of the clip applier for 2 times where the doctor was trying to load it." There is no clinical impact to the patient as a result of the event. Patient status: no. Intervention: other trials of loading the clip were successful.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: laparoscopic gastric sleeve. Event description: hospital: [hospital]. "The doctor was applying the clip on the staple line after stapler was used to cut the stomach. The clip was not loaded between the jaws of the clip applier for (B)(4) times where the doctor was trying to load it." There is no clinical impact to the patient as a result of the event. Patient status: no. Intervention: other trials of loading the clip were successful.